Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device identified that the crimped stent was kinked. This kinking was located between the 4th and 5th rows from the distal edge of the stent. No other issues were noted with the device. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. A 8.0x20x135 cm express ld vascular stent was advanced to treat the unspecified lesion but failed to pass the entry of the renal artery. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.